Event description:
During a low anterior resection procedure, the intraluminal anastomosis was only 75% complete. The surgeon had to sew the remaining portion of anastomosis by hand. There was no pt consequence.